Event description:
It was reported the patient presented to the emergency room complaining of pocket stimulation. Upon interrogation, it was noted the right ventricular lead exhibited low pacing impedance, loss of capture, and oversensed lead noise resulting in pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.